Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. The cause of the event, treatment details, and patient outcome were not reported. On an unreported date, the patient was switched to hemodialysis permanently. No additional information is available.